Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed with two radio frequency errors. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the radio frequency error. The errors both occurred at 10:01am. The customer cleared the alarms and resumed insulin pump therapy. The insulin pump was not returned for analysis.